Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer stated that the sound issue reported by the nurses had not been observed by him. At the time of the call, the sound was fully operational. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device has no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.